Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the inadequate therapy was due to inadequate coverage from electrodes in place. The prior electrodes were left in place. Resolution was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v591417, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# v568684, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v591417, (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: v568684, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient underwent a revision of the bilateral electrodes on (B)(6) 2018. It was reported the system was implanted in 2010 and had some benefit from his system as his tremor was quite severe when it was turned off. However, it was reported he did have some side effects which were mostly motor in nature along with some paresthesia. This necessitated numerous reprogramming of his system which did not provide adequate benefit. As such, two new electrodes were placed and connected to the existing extensions. The two old electrodes were capped and removed. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.